Event description:
Caller states he removed pieces of the softclix lancet from his finger. No medical treatment required. Requested return of suspect device; however, caller disposed of the lancet; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.